Manufacturer narrative:
Investigation: the reported event is adequately addressed in the instructions for use (IFU) and/or on the label and the product deficiency is not related to falsification. The sample is not available. Although dialyzers are 100% tested for leaks (bubble-point and air testing during sterilization), leakages due to adverse environmental conditions or mechanical stress during treatment can occur in very few cases. The cause of the failure reported cannot be confirmed based on the correction available information.

Event description:
It was reported that a dialyzer blood leak occurred five minutes into a patient¿s continuous renal replacement therapy (crrt). The dialysis machine alarmed and blood was observed in the dialysate effluent tube. The patient¿s treatment was discontinued. The patient experienced approximately 200 ml of blood loss. The sample was not available to be returned for evaluation. No further event details provided.

Manufacturer narrative:
Investigation: the reported event is adequately addressed in the instructions for use (IFU) and/or on the label and the product deficiency is not related to falsification. The sample is not available. Although dialyzers are 100% tested for leaks (bubble-point and air testing during sterilization), leakages due to adverse environmental conditions or mechanical stress during treatment can occur in very few cases. The cause of the failure reported cannot be confirmed based on the available information.

Event description:
It was reported that a dialyzer blood leak occurred five minutes into a patient¿s continuous renal replacement therapy (crrt). The dialysis machine alarmed and blood was observed in the dialysate effluent tube. The patient¿s treatment was discontinued. The patient experienced approximately 200 ml of blood loss. The sample was not available to be returned for evaluation. No further event details provided.

Manufacturer narrative:
Correction: g3 - the date received was incorrectly reported on the initial submission of this MDR as 02/05/2024. The correct date is 11/03/2022.

Event description:
It was reported that a dialyzer blood leak occurred five minutes into a patient¿s continuous renal replacement therapy (crrt). The dialysis machine alarmed and blood was observed in the dialysate effluent tube. The patient¿s treatment was discontinued. The patient experienced approximately 200 ml of blood loss. The sample was not available to be returned for evaluation. No further event details provided.